Event description:
It was reported that during a ptca treatment procedure involving an unspecified coronary artery, the maverick otw balloon was suspected to have ruptured on the inflation at unk atm's. No add'l info is available at this time.